Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  Physio then completed other, unrelated, repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device cycled power by itself during an event involving a patient.  The customer advised that medical personnel were monitoring the patient and had pressed the nibp button when the device suddenly powered off, then back on, by itself.  The device then remained powered on for the remainder of the event with no further discrepancies observed.  There were no adverse effects to the patient as a result of the reported issue.  The customer advised that nor further information about the patient was available.